Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high out-of-range pacing impedance measurements were noted on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the device was subsequently explanted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additionally, engineering analysis of the reported clinical observations determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description of the report submitted initially for more information regarding the specific circumstances of this event.